Event description:
It was reported that an asymptomatic patient presented in the operating room. The ICD was post paced t wave over sensing on the ventricular lead. The over sensing was noted on a real-time egm. The device was reprogrammed. No further information is available.